Event description:
A customer reported bleeding while wearing the adc device. As a result, the customer lost consciousness. However, the customer indicated being able to self-treat, and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had fired correctly. The applicator was pried open to inspect the sharp; no issues was observed with the sharp. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and observed damaged transition features. Lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding while wearing the adc device. As a result, the customer lost consciousness. However, the customer indicated being able to self-treat, and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.